Event description:
A caller reported a damaged cartridge, and they experienced this issue once. There was no adverse impact on the customer's blood glucose level. The caller successfully changed the cartridge and resumed insulin therapy, though the damaged cartridge was not available for return.